Event description:
Treatment of a left unruptured ophthalmic fusiform aneurysm measuring 17mm x 9mm. Post pipeline deployment, it was reported that the physician advanced the marksman catheter in order to retrieve the pushwire, but the pipeline was pushed and herniated into the aneurysm. Many failed attempts were made to manipulate and/or retrieve the device with a snare. It was reported that the patient was doing fine post procedure, but then experienced an ipsilateral stroke to the frontal lobe with some speech deficits. Upon further testing, the patient was discovered to be not responding well to plavix.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).